Event description:
It was reported that during a da vinci-assisted nephrouretectomy surgical procedure, broken and twisted fenestrated bipolar forceps fell inside the patient's abdomen, causing shearing. Emergency extraction of the forceps was performed. The fragment was removed. The procedure was completed. A post-operative x-ray was performed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or abnormalities were noted. During use, after several minutes during an unspecified surgical task, a device fragment fell inside the patient. The surgeon did not observe any issues with instrument functionality or any collision with other instruments or hard materials and provided no explanation for the cause of the fragment loss. The instrument had been removed prior to breakage, with the wrist straightened. All fragments were retrieved and this was confirmed, requiring no additional surgical procedures. Post-operative imaging was performed to ensure no fragments remained, the procedure was completed successfully, and there was no injury to the patient nor any post-surgical complications. The retrieved fragment will be returned to intuitive surgical.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube at the tip. There were fragments broken off from the main tube, so the measurement could not be performed. The proximal clevis was found to be dislodged and completely detached from the main tube. The instrument was also found to have a fully broken grip cable at the grip hub and a fully broken pitch cable at the proximal clevis hole. Furthermore, the instrument was found to have a fully broken conductor wire.

Event description:
Refer to h11 for follow-up information.